Event description:
It was reported that a clear-link access set underinfused. The patient was being infused with pitocin on a sigma spectrum infusion pump. During the infusion the tubing was taken out of the pump, it was noted that the solution did not free flow as expected. The patient was administered methergine in order to slow post-partum bleeding. There was no report of serious injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.